Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as the patient ¿had fluid either around the pd catheter site or pd catheter,¿ however, this could not be medically confirmed, therefore the event was assessed as unknown. The patient was hospitalized for peritonitis. The patient was treated with unspecified medication (drug name, dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. On an unknown date in the same month, the patient was discharged from the hospital and the patient was deemed recovered. No additional information is available.